Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a single episode of noise on the competitor right ventricular (rv) lead was observed, resulting in four seconds of asystole. Lead measurements are stable and within acceptable limits. Rv lead sensitivity was to be increased. No further complications were reported.